Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted:(B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the implant/therapy was not working as expected, so the ins was turned off. The patient and the manufacturer representative had been trying to coordinate to set up a time for reprogramming. No outcome or interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.